Manufacturer narrative:
Review of the package insert (instructions for use) show that each package states that the portex endotracheal tube holder must be used with only the matching sized portex endotracheal tube. This customer has been informed of the incorrect use and that it is not intended to be used with other brand endotracheal tubes.